Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20349303, model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 19078235, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, lead and anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients scs system was explanted due to stenosis caused by the lead and bone spurs.